Manufacturer narrative:
Additional system components involved in this adverse event include: item #: tgmr404020j/ lot #: 21283603/ UDI #: (B)(4). (B)(4).

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of descending thoracic aortic aneurysms using a gore® tag® conformable thoracic stent graft with active control system and a conformable gore® tag® thoracic endoprosthesis after a total arch replacement and elephant trunk procedure. On an unknown date, a type iii endoleak was confirmed from the overlapped area of the two implanted devices. The length of the overlap was reported to be about 5cm. The overlapped section was reported to be located in a narrow and angled area of the aorta, which was reportedly suspected to be a possible cause of the endoleak. No aneurysm enlargement was reported. On (B)(6) 2020 an additional gore® tag® conformable thoracic stent graft with active control system was implanted in the overlapped area, and ballooning was performed. The endoleak was determined to be resolved. The patient tolerated the procedure.